Manufacturer narrative:
One device was returned for repair with complaint that device randomly locks and unlocks latch during infusion. Previous repair of 05-jun-2024 was not related to the current complaint. Visual/functional testing was performed. During performance verification testing, specifically during the delivery accuracy test, the latch lock toggled lock and unlocked interrupting the test. Replaced latch lock mechanism, latch lock flex sensor. Conducted performance verification testing and device passed all tests.

Event description:
It was reported device randomly locks and unlocks latch during infusion. There was no patient involvement, and no patient harm reported.